Event description:
It was reported that patient had been experiencing low voltage advisories and low battery alarms for the past week and had tried cleaning their clips and switching clips and batteries. This did not resolve the issue. The patient stated that it started alarming while connected to the mobile power unit (mpu) at night on (B)(6) 2024. Log files captured several low power advisories on (B)(6) 2014. These were all associated with the black lead only. Also, it was noted at the end of the file the voltages were low when connected to the power module. The controller and modular cable were exchanged since it was pretty damaged. The alarm resolved post exchange. Related controller was reported under manufacturer report number 2916596-2024-01084.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable (lot number: 204039) was not able to be confirmed. The modular cable was not returned for evaluation, and no photos were submitted for review. Provided information indicated that the modular cable had a few cracks and splits, but no functional issues were alleged. The submitted log file contained approximately 4.5 hours of information on 14feb2024 (6:52 to 10:28 per timestamp). No atypical events were observed in relation to the modular cable¿s performance. The pump maintained within the expected speed range without issue. Provided information indicated that the modular cable was exchanged. The root cause of the reported damage could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 modular cable (lot number: 204039) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that modular cable was exchanged because it had multiple cracks and splits. The damages were on the modular cable only, not the system controller.